Event description:
It was reported that during a laparoscopic hand assist colectomy procedure, while using the device on the colon that was extracorporealized, the jaws would not close. The device worked fine and then suddenly stopped. Energy would still activate but no movement of the jaws. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.